Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded by the hospital.

Event description:
It was reported that patient had revision of left hip due to post surgical pain. The lag screw migrated to the acetabulum. Patient was revised. All components were removed and discarded.